Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill long straight attachment was heating up. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill long straight attachment was heating up. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.